Manufacturer narrative:
Additional information: section d4 (serial no) has been updated from 3mh005ry58m to unk as the reported serial number was deemed invalid during the investigation. Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. Clinical data was reviewed and confirmed that freestyle libre sensor continues to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint and fs libre sensors, and there were no adverse trends that indicate any potential product-related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event.

Event description:
An adhesive issue was reported with the freestyle libre 2 sensor. Customer was sleeping when the sensor prematurely detached after 9 days of wear. As a result of sensor detachment, low glucose alarms did not sound and customer experienced a loss of consciousness, requiring treatment of glucagen by his mother. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue was reported with the freestyle libre 2 sensor. Customer was sleeping when the sensor prematurely detached after 9 days of wear. As a result of sensor detachment, low glucose alarms did not sound and customer experienced a loss of consciousness, requiring treatment of glucagen by his mother. There was no report of death or permanent injury associated with this event.